Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer also reported compromised force sensor system alarms in the history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump failed the displacement and motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm or perform the self test, off no power, unexpected restart, prime, occlusion and no delivery alarm tests due to the motor error alarm. The pump passed the stop current and run current tests. The pump had a cracked case at the display window corner and minor scratches on the display window.